Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual sample was not returned for evaluation. The factory-retained product sample from the involved product code/lot# combination was evaluated. Visual inspection revealed no anomalies. Magnifying inspection of the platinum coil segment (0mm-30mm from the distal end), and the stainless steel coil segment revealed there were no anomalies. The outside diameter on the coiled segment was measured and confirmed to meet the specifications. Magnifying inspection of the uncoiled segment confirmed it did not have any anomaly. The ptfe coating was confirmed to be intact. Review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. The investigation results verified that the retention sample was the normal product. Based on the description, it is likely that the distal segment of the involved coil was caught in the stent strut of the actual sample. In attempts to release the coil, the customer applied excessive force, including pulling force and torque force. This resulted in the reported fracture of the actual sample. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the physician ballooned the stents struts per normal practice, after pre dilating lesions and placing kissing stents. A wire was deployed through the stent struts in order to post dilate. The wire was caught and wrapped around the stent and the distal tip (3 cm), which resulted in dislodging from the remaining wire. The remaining wire was removed from the patient. The access was achieved and the procedure was completed with normal procedural progression taking angios of lesions. The patient was in stable condition.